Event description:
According to the literature, a retrospective study analyzed outcomes of morbidly obese patients who underwent concurrent hysterectomy and umbilical hernia repair via transvaginal natural orifice transluminal endoscopic surgery between april 2020 and january 2021. A non-absorbable monofilament polyester textile with absorbable collagen film containing mesh was used and secured with suture and a double crown of absorbable tacker. One patient experienced a postoperative complication of seroma which was treated with percutaneous needle aspiration.

Manufacturer narrative:
Title: concurrent hysterectomy and umbilical hernia repair via transvaginal notes among morbidly obese patients source: clin. Exp. Obstet. Gynecol. 2022; 49(1): 030. Http://doi.org/10.31083/j.ceog4901030. If information is provided in the future, a supplemental report will be issued.